Manufacturer narrative:
Timing link in siderail too tight. Missing ground prong.

Event description:
It was reported by service report that the foot rails were stuck in high height and the ground prong from the power cord was missing. No pt involvement or adverse consequences are reported.